Manufacturer narrative:
Device eval of monitor sn 0(B)(4) has been completed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) and ram failure (components u100 and u101) on the c/a board sn (B)(4). An intermittent bga connections was discovered at the ram chips. The flash memory also had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection w2343 likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiences.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.